Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -17.50/+1.50/x086. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+1.50/x086 diopter in patient's left eye (os) on (B)(6) 2015. Low vault with lens rotation was noted. Repositioning of the lens was performed on (B)(6) 2015. The lens was explanted and exchanged for longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, bcva was 20/20.